Event description:
It was reported that the right atrial lead was oversensing. The atrial sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5071 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: subsequently, the distal segment of the lead was returned for analysis. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported there was noise and the lead was explanted and replaced.